Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured when inflated at the lesion area. The procedure was completed a different device successfully. No patient complications were reported. The device was returned for evaluation. A visual and microscopic examination was performed on the returned flextome device. The balloon was observed to be unfolded and solidified saline solution was present within the balloon which indicated it had been subjected to positive pressure. The device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. The balloon could not be inflated due to the presence of solidified saline solution that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified saline solution before further inflation attempts were made. The device was removed from the bath and again attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12atm for 30 seconds. This inflation to rate of burst pressure of 12atm (atmospheres) was repeated three times and with no leaks or drop in pressure noted. No issues were noted with the balloon inflation. A visual and tactile examination of the hypotube identified multiple kinks along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. Oxidation was noted on the blades of the device. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident. No issues were identified during device analysis.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 04:14 pm CT.the report number is being corrected from: 2134265-2018-64157to: 2134265-2018-62564.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured when inflated at the lesion area. The procedure was completed a different device successfully. No patient complications were reported.